Manufacturer narrative:
(B)(4). Oxf anat brg lt sm size 3 PMA item# 159540 lot# 513740. Oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 627280. Oxf uni tib tray sz aa lm PMA item# 159531 lot# 942150. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to femoral loosening. Approximately 5 years and 5 months post implantation. Due diligence is in process and no further information on the reported event has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.